Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2018-10-09. It was reported the device stopped working after 2 years when it had a warranty of up to 5 years. The patient reported his primary cell device ¿went no good.¿ they could not get pulses in his back and he felt no stimulation. The ins was replaced shortly thereafter. It was unknown if the ins was sent back for analysis. No trauma or falls were related to the issue. The revision occurred 2018 (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) battery was supposed to last seven years, but only lasted for three years. The patient stated that the ins battery had to be replaced. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the battery stopped working before (B)(6) 2015. It was noted that the unit was used normally/as required, but it just stopped due to the battery having quit working and not lasting as long as it was supposed to. No further complications were reported/anticipated.